Event description:
It was reported that the ICD was oversensing far-field p-waves. Programming changes were made successfully. At next follow-up, the device checkup was normal and no anomalies were noted. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.